Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had left hip replacement surgery on (B)(6) 2015. They had left knee revision surgery on (B)(6) 2020, approximately 4 years 4 months post primary procedure. (B)(6) 2020 op report postoperative diagnosis: loose left total hip socket with marked osteolysis. The stem was confirmed to be well fixed with no evidence of loosening or significant lysis proximally. The socket was grossly loose. The surgeon noted it was removed easily and there was marked osteolysis with destructive changes inferiorly and posteriorly as well as some anterior lytic change as well. Posterosuperiorly, there was some bone and superiorly bone stock was good as was the anterosuperior bone stock. The patient was awoken and transferred out of the operating room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2025-00289: this follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is prosthesis wear and acetabular loosening and a combination of risk factors specified such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.